Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort and tenderness at the ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively.